Manufacturer narrative:
(B)(4): the device was not returned to the manufacturer for evaluation.

Event description:
It was reported that the instrument broke intraoperatively. No patient complications were reported.